Event description:
It was reported that the 9900 system was missing images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector and foot-switch were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)